Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The account declined to provide any additional information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. The IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Additionally, the IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. If the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed right heart failure and sustained ventricular arrythmia which needed direct current cardioversion or defibrillation. The patient was discharged on (B)(6) 2022. The patient experienced ascites and peripheral edema. The right heart failure was believed to be due to the progression of the primary disease but not thought to be related to the left ventricular assist device or aortic regurgitation. The patient underwent cardiac catheterization.